Event description:
It was reported "the administration of contrast medium medications for MRI and continuous infusions of ketamine and midazolam was verified, the catheter was functional at the time of removal with some resistance due to slight occlusion." Healing is monitored with colorless chlorhexidine wipes and washed with a pulsatile technique every 24 hours. Additional information received: there was a need to perform cures more frequently . Going from every 7 days to every 3 due to the residues that accumulated at the insertion point. The need to change the device was seen being taken to the hemodynamic room so that the interventional radiologist will make the change, subjecting the patient to a new anesthetic event to perform the procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was inconclusive due to the nature of the returned evidence. The product returned for evaluation was six photographs depicting a 3fr s/l powerpicc sv catheter. The first photograph depicted the device placed in the limb of a patient. An extension set was attached to the luer adapter. Subsequent photographs depicted the device following removal. The catheter shaft exhibited curved shape memory along its length. The catheter shaft appear to be discolored, appearing more yellow than a comparison device. What appeared to be biological residue was adhered to the catheter shaft. The presence of blood and biological residue in/on the catheter suggested that blood product accumulation may have contributed to the reported event; however, the implicated device could neither be thoroughly examined nor functionally assessed. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of redw0351 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the administration of contrast medium medications for MRI and continuous infusions of ketamine and midazolam was verified, the catheter was functional at the time of removal with some resistance due to slight occlusion." Healing is monitored with colorless chlorhexidine wipes and washed with a pulsatile technique every 24 hours.